Event description:
The manufacturer received information in reference to a repaired/recertified dreamstation CPAP that the patient alleging runny nose, watery eyes, sneezing, congestion and pains in her face. There was no report of serious patient harm or injury. The patient mentioned medical intervention that she went to the doc but at that time she stopped using the device and her symptoms were gone. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
This MDR was previously reported under MFR 2518422-2024-105950 and is therefore a duplicate.